Event description:
It was reported that the lock ring on the device's standard hard paddles is broke. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number and price for a replacement standard paddle assembly. The customer later confirmed that this problem was resolved by replacing the standard paddle. The device is back in service. The replaced assembly will not be returned to physio-control for eval. Root cause for the reported failure cannot be determined.